Event description:
In the ed IV tubing had black spots and debris were noted in the drip chamber of the IV tubing. The first IV tubing debris was noted by the rn who right away right removed both the tubing and saline bag. The index tubing was sequestered for any investigation. The contaminant is suspect to have originated in the IV tubing. All IV tubing with that lot was pulled from our stock and product returned to ICU medical. Since that time we have identified multiple tubing lots that are affected by the problem. Below are the lots that have been identified and pulled across our hospital system. Below are the lot number identified so far. We continue to inspect and monitor for addition supply issues.